Event description:
The reporter stated that the implanted devices was removed during revision surgery. It had been implanted about five years ago. On initial exposure of the wound, the surgeon noticed black debris. The implant was removed, the wound irrigated and closed with no replacement. The precise product catalogue number was not provided. Integra has requested add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info. This pt event is also reported in MFR report numbers 3004608878-2012-00052 and 3004608878-2012-00048.